Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: na (not applicable) lens not implanted. Explant date: if explanted; give date: na (not applicable) lens not implanted; therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that intraocular lens (iol) wouldn't advance into eye. No further information is known and no further information was provided.

Manufacturer narrative:
Additional information: follow up information received confirmed that the lens did not have any patient contact, the event occurred prior to use. The lens did not go into the patient's eye. The event may have been related to a lens preparation/handling issue. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The pcb00 unit was not returned to the manufacturer for evaluation. The complaint reported cannot be verified. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.